Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No correction actions are required at this time. No indication of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the drill broke while drilling to the distal lateral locking hole of the gamma4 long nail."